Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The manufacturing, sterilization and lot history records were reviewed and found to be acceptable. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that, during surgery using the vitese handpiece, the surgeon faced multiple instances of vitreous incarceration and pulling. This led to the surgeon discovering retinal tears in the patient's eye. The surgeon treated the tears during the surgery using an endolaser. The surgery was completed as normal and had no influence on the patient's visual acuity. The surgeon noted that the retinal tears could be due to traction induced on the retina. The handpiece was discarded by the customer and is not available for evaluation.